Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical devices: d274trk ICD, implanted: (B)(6) 2010.

Event description:
The left ventricular (lv) lead was explanted and replaced due to an unknown reason. The proximal segment of the lv lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.